Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: received one used sample of list#: 402510 with unknown lot# in package labeled "(B)(6)" at (B)(6) on (B)(6) 2024. Sample for list#: 402258 was not in the package. Therefore, no testing was conducted, as the sample for this complaint was not returned. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the luer was displaced and the medication leaked when the needles were fastened or tightened to the vaccination syringe. The dose was not fully delivered. There was unknown patient involvement and unknown patient harm/adverse event reported.